Event description:
It was reported in 2006, that the device indicated a lead-fault condition to the user. A lead-fault announced by the device indicates that at least one ECG lead is not working correctly. The fault message is a safety feature designed to prompt the user to correct the problem. The device is capable of delivering therapy under a lead fault condition unless all of the bipolar limb leads are not working, but the user did not indicate at the time of their report that no leads were functioning. Testing the device by the manufacturer on 1/10/2007 revealed that no leads were operational, making the malfunction reportable.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was returned for evaluation. Evaluation duplicated the reported problem. Investigation found that the malfunction was due to a cable within the device becoming loose from its connector. Reinserting the cable corrected problem, and the connector was replaced as a precautionary action. It is unknown how the cable came to be partly disconnected from its socket. The device subsequently passed all acceptance testing and was returned to the customer.